Manufacturer narrative:
The device was not returned for investigation. It is believed there was no device failure. Angiogram review showed the collagen and lock clearly seen in correct position outside the vessel. A "filling defect" was seen at the access site which is suspected to be a partial dissection. Dissections are a common event for large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The following adverse event related to the deployment of vascular closure devices has been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection. Dissections are a common large bore procedural complication; therefore, it is inconclusive the cause of the dissection. The IFU lists as a precaution: in the event bleeding from the access site persists after the use of the manta device, the physician should assess the situation; and based on the assessment amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The device history record was reviewed and no non-conformities related to this event were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Based on communications with complainant, it appears the stenosis was likely caused by an intimal dissection. The us IFU lists local trauma to femoral or iliac artery, such as dissection as a possible adverse event related to the deployment of vascular closure devices. Additional investigation into angiograms, risk documentation, and device history record will be performed.

Event description:
A patient underwent a tavr procedure on (B)(6) 2019. Following closure with manta vascular closure device immediate hemostasis was seen. Angiographic findings however showed a "filling defect" and blushing at the access site. The physician suspected that the defect was the result of an intimal dissection. The physician chose to advance a balloon from the contralateral side and inflated the balloon at the access site for 5 minutes. Follow up angiograms showed flow through the vessel was fully restored. The collagen and lock were clearly seen to be in the correct position outside the vessel.